Event description:
It was reported that during a robotic mv repair procedure the device was placed properly, the patient went on the pump, but there was no feedback. Upon further inspection, it was noticed that the side holes were not fully punched.

Manufacturer narrative:
Device not returned.